Event description:
A father reported an event on behalf of his daughter regarding band aide hello kitty bandage. The consumer had red blistering spots at the location of bandage after two days of application. It was reported that, the band-aid was used for a chest bruise and the reactions have improved while reporting this event. Consumer visited health care professional (hcp) and was recommended to use prescribed hydrocortisone cream.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Patient weight, and ethnicity and race were not provided for reporting. This report is for one (1) bab hello kitty 20s USA 381370056164 8137005616usb, lot number 2771b. UDI #: (B)(4). Upc #: 381370056164. Expiration date: na. Lot #: 2771b. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on october 4, 2021. Health effect clinical code: e1714 also refer to consumer alleged about "redness, spots". E2402 refers to consumer "intentional misuse/off-label use" of the product for used for chest bruise. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.